Event description:
It was reported that a cortrak feeding tube ruptured proximally following an attempt to unclog the tube. Additional information confirmed that the rupture occurred outside of the patient, proximal to the connector. The tube was removed intact and no injury was reported.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. A tearing marked location below the y-adapter was observed under magnification. There was thinning effects observed. The returned tube was confirmed of clogging prior to flushing during decontamination, and the tubing exhibited hole-tear-rupture effect. The root cause was determined to be related to usage error. All information reasonably known as of 03 jul 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.